Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using two different retention controls. The meter appeared undamaged and clean on the outside. Upon review of the meter's result memory, the following values were observed from (B)(6) 2020: 2.7 inr at 13:10, 1.0 inr at 13:15, 2.0 inr at 16:19. Results: control 1 results (qc range = 2.7 - 3.3 inr): qc 1 = 3.0 inr, qc 2 = 2.9 inr, qc 3 = 2.9 inr. Control 2 results (qc range = 4.1 - 6.8 inr): qc 1 = 5.2 inr, qc 2 = 5.3 inr, qc 3 = 5.2 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. The returned customer material and retention material comply with the specification. Occupation - the occupation is lay user/patient. This event occurred in gbr.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). At an unknown time on (B)(6) 2020, a sample from the patient was tested using her inrange meter, resulting with a value of 2.7 inr. Within 1 hour, a sample from the patient was tested using a clinic's coaguchek xs plus meter (serial number unknown), resulting with a value of 2.0 inr. While on the phone with technical support, the reporter tested another sample on her inrange meter around 17:21, resulting with a value of 2.0 inr. The patient's therapeutic range is 2 - 3 inr.